Event description:
Reporter alleged the needle from the softclix lancet device protrudes outside the end of the cap after it has been fired. Reporter stated that she accidentally stuck herself with the needle used by the customer - who is her father - as she was trying to remove it from the device. No actions or resulting treatments were reported. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.